Event description:
It was reported the patient is no longer receiving stimulation and the ipg is unable to communicate with the external devices. The sjm representative met with the patient and confirmed the issue. The patient last recharged his ipg 2-3 months ago and last received effective stimulation a couple of months ago. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.